Event description:
Information was received from a healthcare provider via a manufacturer's representative (rep) regarding an external neurostimulator. It was reported that the patient was contacted on (B)(6) asking if the patient had an implant or pne. The patient stated that the patient had an infection at the pne site. The patient was scheduled for surgery with a general surgeon. The infection was resolved through admission to a hospital, were given an IV and incision and drainage were performed. The infection was resolved. No further complications were reported or anticipated. No device allegations were made.